Manufacturer narrative:
Correction to the field a1: patient identifier. The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the moses brick was defective; however, in this moment there is no information to indicate if the fse proceeded with the damage component replacement. The console was installed on 12 october 2021, and this event occurred 4 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of device - low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. It is likely that the defective brick found could have affected the device performance leading to the event experienced by the customer. Based on the information provided, the allegation of low power was confirmed. Based on the information provided and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console was getting low power output. There was no patient involved.

Event description:
It was reported that the console was getting low power output. There was no patient involved.